Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have experienced whole body convulsion, stimulation, spasms and pulsating in chest, possibly during atrial lead position check since implant. The patient is being awoken by lights flashing and has reported fatigue. The right atrial (ra) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.